Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the articular surface and patellar components approximately two (2) years post-operatively due to loosening. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b4, b5, g3, g6, h2, h6, h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision approximately two (2) years post-operatively due to patellar loosening and pain. Attempts have been made, however, no additional information is available.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the articular surface and patellar components approximately two (2) years post-operatively due to unknown reasons. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface right 10mm catalog #: 42522100810, lot #: 65560779, persona cruciate retaining standard porous femoral component catalog #: 42502806802, lot #: 65098217, persona two-peg porous trabecular metal tibial tray right size f catalog #: 42530007502, lot #: 65569857. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.